Event description:
It was reported that programming changes were successfully made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00302. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the left ventricular lead exhibited loss of capture and was dislodged. Also, the right atrial lead capture threshold had increased. No interventions were made. Revision procedure was discussed. The patient was stable.